Manufacturer narrative:
The device was not returned to the service center for evaluation. Therefore, the cause of the reported event cannot be determined at this time. The OEM (oste) conducted a device history record review for the concerned device and noted the following: the device was manufactured in january 2007. A manufacturing and quality control review was performed without showing any non-conformities or deviations regarding the described issue. As part of the investigation, multiple follow-ups were made to the user facility to obtain additional information regarding the reported event but with no results. However, if the additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during a procedure, the tip of the resection sheath broke off inside the patient. The device fragment was retrieved from the patient. There was no patient injury reported.